Event description:
It was reported that aortic dissection and death occurred. A 23mm lotus edge valve was selected for use. While advancing the lotus edge valve delivery system through the ascending aorta, an aortic dissection occurred. The patient's pressure dropped and the dissection was seen by angiography. The patient died during the procedure. The cause of death was aortic dissection.